Event description:
It was reported, there was a handle leak. Saline could not be infused into the catheter.

Manufacturer narrative:
We are awaiting device return. When our evaluation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.